Event description:
It was reported that the patient received three inappropriate shocks due to supraventricular tachycardia (svt). The patient will be treated with an ablation procedure to prevent further svt. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Sensing - oversensing: 1 - vf=190 ms average v-cycle on (B)(6) 2010 12:17:05.

Event description:
It was reported that the patient received three inappropriate shocks due to supraventricular tachycardia (svt). The patient will be treated with an ablation procedure to prevent further svt. It was further reported that the lead was reprogrammed, and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Sensing - oversensing: 1 - vf=190 ms average v-cycle on (B)(4) 2010 12:17:05.